Event description:
Hospital advised that the pump was set up to infuse levophed in primary at a rate of 28cc/hr in the ICU. Two nurses were working on the unit at the time. Once observed that the bag of medication was empty and the pump in "keep vein open" mode so the nurse hung a new 500cc bag, reset the vtbi to 400 cc and pushed start. The second nurse went into the patient's room approximately 10 minutes later and observed the rate was at 38cc/hr. The second nurse reset the rate to 28cc/hr. The first nurse stated they did not change the rate when hung the bag of medication. There was no pt consequence.